Event description:
It was reported that "faulty equipment resulting in desaturation during cepod case. 10wk old patient undergoing PICC line insertion. Faulty hme filter (gibeck humid-vent micro) snapped in two places mid-procedure - both suction/co2 connection and coett connection snapped, rendering both the filter and crucially the coett it was connected to useless. The snapped plastic connector remained in the end of the coett which therefore had to be removed during the case". Additional information received states that "since the device fits directly into the endotracheal tube, the location of the fractures made it impossible to use the et tube so necessitating re-intubation". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported complaint 'hme filter snapped' was confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Visual inspection of the returned sample revealed that it was broken at two points on the housing micro +3.5, labelled as point a and point b. Analysis of the housing micro +3.5 using the digital microscope at points a and b showed irregular, jagged deformation and surface abrasions. This type of damage is consistent with plastic being subjected to localized pressure or stress, causing it to stretch and tear. A top view of the part showed cracks radiating outward from the centre toward the edge, primarily along the curved wall. This crack pattern suggests exposure to excessive mechanical force. Upon analysis on 2nd broken part, fracture was observed at the end of the cylindrical component. The break edges were jagged and uneven, indicating brittle failure, which typically results from a sudden break with minimal plastic deformation. Dimensional and functional testing could not be performed as the part was broken. A device history record review was performed, and two relevant findings were noted. The device was manufactured according to release specification. The root cause could not be determined because the sample was returned damaged. Therefore, corrective action is not required since the root cause is undetermined. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "faulty equipment resulting in desaturation during cepod case. 10wk old patient undergoing PICC line insertion. Faulty hme filter (gibeck humid-vent micro) snapped in two places mid-procedure - both suction/co2 connection and coett connection snapped, rendering both the filter and crucially the coett it was connected to useless. The snapped plastic connector remained in the end of the coett which therefore had to be removed during the case". Additional information received states that "since the device fits directly into the endotracheal tube, the location of the fractures made it impossible to use the et tube so necessitating re-intubation". No patient harm or injury. The patient status is reported as "fine".